Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was not returned for evaluation and the reported event could not be confirmed. Based on the results of the investigation, the image on the monitor is not displayed due to faulty patient board set. The phenomenon reported by the customer was reproduced and the technician discovered that the unit has an old software version during the inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labeling review: as a result of reviewing instruction manual and product labeling, there was no abnormality leading to the phenomenon. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the video system center had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.